Event description:
It was reported to covidien that a customer had an issue with a trellis system. The customer reports both trellis balloons spontaneously deflated during the second run. The first 10 minute run was completed successfully, and the balloons deflated at the beginning of the second run.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.